Manufacturer narrative:
The reported complaint of "the auto pulse platform (sn (B)(4)) stopped compressions and displayed an unknown error or fault message after performing 5 to 6 compressions" was confirmed during the functional testing and the archive data review. The root cause for the error was due to the damaged drive train motor. Upon visual inspection, unrelated to the reported complaint, observed cracks in the top cover, front enclosure and bottom enclosure. The root cause for the physical damage was due to mishandling. The top cover, front enclosure and bottom enclosure needs to be replaced to remedy the damage. The auto pulse platform failed initial functional testing due to system error ua139 (unable to hold compression position) displayed upon powering on. The archive data review showed occurrence of ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) on the reported complaint date. The drive train motor needs to be replaced to remedy the ua139, ua02 and ua17 error messages. Upon customer approval, the defective parts will be replaced and the auto pulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for auto pulse platform with serial number (B)(4).

Event description:
During patient use, the auto pulse platform (sn (B)(4)) was performing compressions without any error or fault for unknown period of time. The crew paused the auto pulse platform to check on the patient and pressed the continue button. The auto pulse platform stopped compressions and displayed an unknown error or fault message after performing 5 to 6 compressions. The crew tried to troubleshoot by pulling the straps up and restarting the platform, however, the error or fault message could not be cleared. Immediately, the crew reverted to manual CPR. The user was unable to duplicate the unknown error or fault while testing with manikin. No additional information was provided. No known impact or consequence to patient information was provided.